Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery (sfa). A 3.50mm/1.5cm/140cm small peripheral cutting balloon¿ was used to treat the target lesion. The vascular access was obtained from the same side of femoral artery with anterograde approach. During the procedure, after the device crossed the lesion, dilatation was attempted; however, the balloon ruptured on the first inflation. The device was then removed from the patient completely. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed a linear tear.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified on the exterior of the balloon. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a linear tear in the distal outer at approximately 5 mm distal to the guide wire exit port for a distance of 9 mm distally. The balloon was unable to be inflated due to the tear in the outer. A microscopic examination could not confirm any leak in the balloon material. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the distal outer was kinked and bunched along its length. This type of damage is consistent with excessive force being applied to the delivery system during use/handling. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).